Event description:
Baxter (B)(4) received a report that an infusor leaked from the tubing during filling. The device was being filled with a solution of morphine hydrochloride, ropivacaine hydrochloride hydrate, and saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The sample is available. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. A leak test was performed on the unit by filling it with colored water. During fill, leakage was detected at the junction of the tubing and the microbore. The root cause was determined to be a insufficient solvent. This is a manufacturing defect: operator error during the manual solvent bonding process. As a result of this incident, the sample was used to bring awareness to all applicable manufacturing operators. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.